Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the screen was black or gray during self-test. The customer blood glucose level were 305 mg/dl, 322 mg/dl, 290 mg/dl, 263 mg/dl,125 mg/dl, 220 mg/dl, 280 mg/dl and 150 mg/dl. Customer treated with manual shots and they declined to troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.